Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation performed on an asymptomatic patient, the pulse generator exhibited loss of ventricular capture was observed. The physician then opened the pocket to test the lead through the psa and testing was normal. The patient would be monitored.